Event description:
It was reported to philips that the system would not start, as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems does not start and hemodynamics does not start. Review of the system log files showed flexvision pc malfunctioning and grabber cards or psu or battery empty. To resolve the issue fse replaced hard disk and the software. Fse advised to replace flexvision pc if the problem reoccurs again. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.